Event description:
Reportable based on device analysis completed on 27may2025. It was reported that a 5mm x 15cm embold fibered coil was selected for use in the embolization of a common hepatic artery aneurysm. During the procedure, the microcatheter reached the lesion smoothly with a gentle curve. After connecting the embold device to the microcatheter, the inner sheath of the embold was pushed out, but it was very stiff from the start and did not slide through the outer sheath. Intermittent flushing was performed. The coil could not be inserted into the microcatheter. The coil did not exit the introducer sheath and was removed as it was. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a coil break from the coupler.

Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of an embold fibered coil system with the perforations intact. Visual and microscopic examination revealed a coil break from the coupler and a stretched coil.